Manufacturer narrative:
The head end, foot end, and casters are manufactured and designed by apex health care manufacturing, inc. And sold as part of a bed package with the lumex patriot homecare bed. The casters are universal casters designed by apex health care. The bed frame sleep surface was manufactured by gf health products, inc. It cannot be determined by the photographs if the casters subject to this report were sold with the original bed package. The erosion/rust on the casters support they were not maintained.

Event description:
Civil action states on or about (B)(6) 2014 the end-user was negotiating around his bed when his foot and toes hit a protruding metal lock on the wheel caster of the patriot model bed. The end-user had a history of diabetes and the injury to his toes and foot led to multiple amputations of his toes, then partial foot and then complete foot amputation. The complaint alleges improper caster design.